Event description:
It was reported that the patient's device was replaced due to a staph infection.

Event description:
Additional information received reported that the infection occurred on approximately (B)(6) 2013. It was noted that the patient did not have meningitis. It was further noted that the patient experienced swelling. It was further noted that the location of the infection occurred at the device pocket. It was further noted that a culture was obtained and it was determined that the patient had a staph aureus infection. It was noted that the patient was treated with IV antibiotics and a partial system explant. It was further noted that the implantable neurostimulator (ins) and extensions were explanted on (B)(6) 2013. It was further noted that the infection resolved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va0775j, implanted: (B)(6) 2013. Product type: lead: product ID 3387s-40, lot# va0723a, implanted: (B)(6) 2013. Product type: lead: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013. Product type: extension: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013. Product type: extension: product ID 37642, serial# (B)(4). Product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient's left implantable neurostimulator (ins) and extensions were removed due to infection. The leads were left implanted. The infection was treated and the site healed.